Event description:
It was reported that an alert was triggered for atrial intrinsic amplitude out of range. Intermittent atrial undersensing was observed and associated with the variable atrial intrinsic amplitudes. Device sensitivity is currently programmed automatic gain control (acg) 0.25mv and other lead parameters are satisfactory. No adverse patient effects were reported. This system remains in service.